Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a dissection occurred. The target lesion was located in the superficial femoral artery. A jetstream xc atherectomy catheter was selected for use. Eccentric plaque was noted on the side of the vessel. Two passes were completed with blades down and two passes were completed with blades up. The physician stopped to take a picture during the second pass with blades up and it was noted that the vessel was dissected a little. The procedure was completed with this device.